Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-04406. The pt received his scs system on (B)(6) 2008, including two leads (with different lot numbers). It was reported the pt had drastic changes in his stimulation positionally. It was reported the pt's ipg and leads were effective, but the medtronic anchor was not working. The physician repositioned one of the leads, and sutured the anchors to address the issue. It was reported the pt was using the stimulation every day postoperative.